Event description:
On 03-mar-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt with deploying suture experienced an issue during an acl reconstruction procedure on (B)(6) 2026. While pulling the graft toward the tibia, the tightrope button flipped and the loop shortened. The loop subsequently broke during this process. The device was removed from the patient, and the graft was reattached using a separate tag tightrope to complete the procedure. There was no significant delay; no additional anesthesia was administered. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.